Event description:
Same case as MDR ID 2134265-2014-08185. It was reported that a burr was stuck on the wire. The target lesion was located in the popliteal artery. A 2.00mm peripheral rotalink® plus and rotablator rotational atherectomy system were selected to treat the lesion. During procedure, the physician noticed that the burr got hung on the wire as they were finishing the treatment. They could not continue the procedure, so the physician decided to remove the device completely out from the patient and completed the procedure with another device. There were no patient complications reported and the patient's status was fine.

Event description:
Same case as MDR ID 2134265-2014-08185. It was reported that a burr was stuck on the wire. The target lesion was located in the popliteal artery. A 2.00mm peripheral rotalink® plus and rotablator rotational atherectomy system were selected to treat the lesion. During procedure, the physician noticed that the burr got hung on the wire as they were finishing the treatment. They could not continue the procedure so the physician decided to remove the device completely out from the patient and completed the procedure with another device. There were no patient complications reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR.: the complaint device was returned for analysis. The device returned stuck inside the catheter, the wire was removed from the catheter and was found kinked along the body, and the spring tip is kinked and stretched. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).